Event description:
It was reported that the clinic stated that upon opening their battery pack, the pt said that the batteries on examination appeared to have exploded within the pack itself. It has been confirmed that no harm was caused to the pt.

Manufacturer narrative:
The device has been returned to (B)(4) and it will sent onto the manufacturer, where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.